Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured due to the calcification. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was soaked for a period of time to break up the contrast in the device. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue. Inspection and functional testing of the device presented no damage or irregularities. Product analysis could not confirm reported events as the device inflated to rated burst pressure of 20atm and deflated with no issue. The reported no cross could not be confirmed as the clinical circumstances could not be replicated and the device presents no damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured due to the calcification. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.